Event description:
Per the clinic, the patient experienced an infection with two open wounds at the implant site, exposing the coil and receiver/stimulator. The patient was administered with topical and oral antibiotics (specific date and duration not reported); however, the issue did not resolved. Subsequently, the device was explanted on (B)(6) 2025, with multiple wounds closure. There are no plans to reimplant the patient with a new device as of the date of this report.